Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation and the left ventricular (lv) lead exhibited high thresholds. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).